Event description:
The product was used during a wedge resection procedure. The instrument was difficult to remove from the application site. The surgeon manually manipulated the device off the tissue without injury to the pt. A new instrument was used to complete the procedure.